Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid(4 mg/ml at 0.1920 mg/day) and morphine(25 mg/ml at 4.998 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and complex regional pain syndrome. It was reported that the patient fell a week ago and during her refill the hcp had difficulty getting telemetry. The hcp was eventually able to interrogate the pump but anx-ray confirmed that the pump flipped. A pump revision was scheduled. It was noted that the caller required assistance with priming the catheter and performing a bridge bolus. The catheter was aspirated and the patients medications were changed. No symptoms were reported and no further complications have been reported as a result of this event.